Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed that the instruments moved in non-intuitive motion and was not going in the right direction. The customer received phone assistance from the technical support engineer (tse). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reinstall the camera to resolve the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is blank because the date of manufacture is not available at the time of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided the customer to re-install the camera instrument and the customer confirmed this fixed the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to the camera instrument installation.

Event description:
Refer to h11 for follow-up information.